Manufacturer narrative:
Voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated cobalt and chrome is considered to be under the scope of this recall. No further investigation is required. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
Plaintiff was implanted with a right rejuvenate modular hip stem on (B)(6) 2011. Its further alleged that blood work revealed elevated levels of cobalt and chromium in bloodwork. No revision surgery to date on the right hip.